Event description:
It was reported that the lead exhibited a decrease in p wave amplitude. Both p-wave and a-sense tests did not result in measurable p-waves. Noise was noted at 0.1 mv to 0.3 mv. The device remained programmed to 0.4 mv. Lead impedance was 384 ohms bipolar and 264 ohms unipolar. The patient was not pacemaker dependent.

Manufacturer narrative:
Na